Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature article has been reviewed: abhinav k, aditya j and nand k. Clinical and radiological evaluation of minimally invasive intramedullary fixation by titanium elastic nails in paediatric long bone fractures of the lower limb: a prospective study. Int. J. Trop. Med. 19 (3): 100-104, 2024. Doi: 10.36478/makijtm.2024.3.100.104. Objective/methods/study data: the purpose of this prospective study seeks to provide valuable insights into the effectiveness, complications and overall impact of this technique on the recovery and quality of life in paediatric patients. For the duration of 2 years, a total of 45 patients (27 male and 18 female) with an average age of 10.5±3.6 years. These patients were treated with intramedullary titanium elastic nails (tens). The average duration of follow-up for the patients was 55.43±7.8 months. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes intramedullary titanium elastic nails (tens). Adverse event(s) and provided interventions possibly associated with unk - constructs: titanium elastic nail (qty 6). -2 patients had superficial infection. No intervention provided. -1 patient had deep infection. No intervention provided. -1 patient had malunion. No intervention provided. -2 patients required reoperation for the need of additional surgical intervention. Adverse event(s) and provided interventions possibly associated with unk - elastic nails: titanium (qty 3). -3 patients had nail migration. No intervention provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.